Event description:
It was reported that high capture threshold was observed several months after implant. Lead to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.